Event description:
The patient received an scs system which included two leads from the same lot. It was reported the patient experienced a change in stimulation after suffering a fall. The patient also reported new pain in his right back, hip and leg. X-ray imagery was performed with no anomalies found. It was noted that most of the right lead produces stimulation too high up the patient's back; however, reprogramming using the bottom portion of the lead resulted in effective stimulation. Follow up information identified the patient is having more than usual since his fall; however, he is satisfied with his stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.